Manufacturer narrative:
Testing and investigation found that the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, multiple s233 malfunction alarm codes were noted in the device history. Further testing found that the device was warm to touch. The device fan was found to be not rotating fast enough during the battery charging to cool the device. The probable cause of the s233 malfunction alarm was a broken device cooling fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department from an unknown floor with an unsigned note stating "broken". No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted. No add'l info was provided.